Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for three patient samples from the cobas e411 rack analyzer. Patient 1 initial troponin t hs result was 796.80 pg/ml and the repeat result was 489.3 pg/ml. The initial probnp result was 10787pg/ml and the repeat result was 3856 pg/ml. Patient 2 initial elecsys tsh assay result was 1.36 uiu/ml and the repeat result was 7.16 uiu/ml. On (B)(6) 2018, patient 3 initial troponin t hs result was 84.49 pg/ml and the repeat result was 5.62 pg/ml. This patient was born on (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t hs reagent lot number was 345888. The expiration date was not provided. The probnp reagent lot number was 3159016. The expiration date was not provided. The tsh reagent lot number was 34169900 with an expiration date of 28-feb-2019. The bead mixer assembly and a pcb assembly was replaced.

Manufacturer narrative:
The qc results were acceptable after the bead mixer was replaced. There have been no further issues with the instrument. The replacement of the bead mixer resolved the issue.